Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via social media that the customer was having issues with their sensor. The customer states that within 24 hours of using their new sensor, it was reading 40 mg/dl, when their actual blood glucose was 100mg/dl. The customer states during the night, the sensor was reading in the 50mg/dl, when the customer states their blood glucose levels were perfect. Nothing is being returned or replaced at this time.